Manufacturer narrative:
H.6 adverse event problem component code 4756: per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, during the initial priming phase, the aquabeam robotic system triggered an "e04 - console error". Despite the error, the surgeon was able to successfully complete the priming process, and the procedure proceeded as planned. Two treatment passes were completed without further issues. The reported event resulted in a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event. This incident represents the second of three cases performed that day.

Manufacturer narrative:
The aquabeam console was not returned. Root cause is undeterminable as the issue cannot be investigated further. A review of the log files for this procedure could not be conducted as they were not provided. Three good faith efforts (gfe) were made to obtain the log files without success. If the log files are made available in the future, then this complaint will be reopened to conduct such a review. A review of the device history record (DHR) for lot number 23c03261 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual,sj-um0101-00 rev. C, states the following: table 5: system detected errors and faults. E03 ¿ console error release foot pedal and click x. If error persists, turn off and turn on console. E04 ¿ console error release foot pedal and click x. If error persists, turn off and turn on console. E05 ¿ console error release foot pedal and replace handpiece. Then turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.